Event description:
Tip of balloon dilating catheter broke off during surgical procedure for placement of ureteral stent. A grasper was inserted for the successful retrieval of catheter tip. The device was discarded and there was no harm to the pt. This device has not been returned for evaluation. Therefore, a failure analysis is not available and company is unable to determine if the device met its specifications, or the relationship between the device and the cause of this event. Company dfu states: "caution: do not advance the guidewire or the balloon dilation catheter if resistance is met, without first determining the cause of resistance and taking remedial action...if resistance is encountered when removing a catheter through a scope, stop and remove them as a complete unit to prevent damage to the catheter or anatomy".